Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has alarmed pump error 23, 49 and 68. It was also mentioned that when reviewing alarm history customer received pump error 23, 49 and 68. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected post-reset ram crc alarm, history pointers failed, or trace pointers are invalid alarms were noted during testing. Insulin pump received with normal operating currents, no unexpected low battery alarms noted during testing. (B)(4).